Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: one denali filter was retuned. The delivery system, sheath and dilator were not returned. The filter was returned with two legs crossed; however, it is unknown when or how this occurred. A caudal anchor on one of the legs was found bent. It is possible that the caudal anchor became bent during advancement, however; it is unknown how or when the anchor became bent. No other visual anomalies were identified on the returned device. Heat was applied to the filter and the filter took the appropriate shape. Measurements were conducted and all measurements met the required specifications. Functional/performance evaluation: as only the filter was returned, functional and performance evaluation could not be performed. Medical records review: medical records were not provided; therefore, no review could be performed. Image/photo review: no images or photos were provided; therefore, no review could be performed. Conclusion: the complaint investigation is inconclusive for the filter allegedly failing to advance through the introducer sheath. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event. Labeling review: the denali vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard

Event description:
It was reported that the vena cava filter got stuck in the sheath during deployment. There was no reported patient injury.